Event description:
This pt offered no complaints pre-treatment. Approx 1-1/2 hours into the treatment she c/o upset stomach and vomited. The dr. Was present and the treatment was discontinued. She felt better and went home. Pre-treatment the dialysis machine would not go into conductivity. The wands in the jugs were switched. The machine came into conductivity and was rechecked with the hand-held meter. This MDR is being filed because the machine went into conductivity with ro water and acid. There was no bicarb in either jug.the pt refused to come back for a treatment the next day. She said she felt okay.